Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, de novo, eccentric, 99% stenosis in the left descending artery. The 1.50 x 12 mm rx mini trek was advanced for pre-dilatation; however, the balloon ruptured at first inflation at 10 atmosphere for 10 seconds. The target lesion was successfully pre-dilated with a non-abbott balloon dilatation catheter. A non-abbott stent was used to successfully complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.